Manufacturer narrative:
Batch review performed on 04 september 2018; lot 171831: (B)(4) items manufactured and released on 31 july 2017. Expiration date: 2022-07-19; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk sphere tibial tray fixed cemented size 3 r reference 02.07.1203r (k090988); lot 171151: (B)(4) items manufactured and released on 06 july 2017. Expiration date: .2022-06-20; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert fixed sphere flex size 3/13 mm r reference 02.12.0313fr (k140826); lot 141417: (B)(4) items manufactured and released on 23 may 2014. Expiration date: 2019-03-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 10 months after primary the surgeon revised the patient for knee instability probably due to a previous patellar tendon injury.